Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases flat, opening on radius and white particles. Leak test and microscopic analysis was performed which identified a striated opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a striated opening due to surgical damage consist in the use of some surgical tool. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that there were "100cc of saline" left in the implant, malposition and a seroma. Patient reported the left side "looks deformed". Device was explanted.